Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The doctor prescribed some compresses with gentalyn beta, but the user did not see an improvement in his symptoms. Next, the doctor prescribed an oral antibiotic, which helped the infection resolve. The distributor was contacted again twice to on obtain additional information, but no further information was provided.

Event description:
Date of event was not provided by the user. The user reported that he started feeling a strange warmth inside the insertion site, which also hurt. He mentioned that the symptoms started showing right after the insertion cut had healed and that from the beginning, upon touching the cut, he always felt pain but didn't understand the reason why. The user was prescribed by his doctor with gentalyn beta, an ointment to apply on the insertion site. Later on, the user was eventually prescribed with antibiotics to treat the infection.